Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code, evaluation results code and conclusion code grid has been updated. In box d: date returned (rfb) has updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.